Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; therefore, a failure analysis of the device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures, and was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that on (B)(6) 2015, the procedure was to treat functional mitral regurgitation (mr) with a grade of 3 and challenging patient anatomy due to a restricted posterior leaflet. The clip was deployed reducing mr to grade 1, and the procedure was completed with no reported device or procedure issues. On (B)(6) 2015 during routine echocardiogram, mr grade of 3-4 and a single leaflet device attachment (slda) were noted. On (B)(6) 2015, a second procedure was performed to deploy an additional clip, which stabilized the deployed clip and reduced mr to grade 1. There was no additional information provided.